Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer experienced and elevated blood glucose (bg) level with a trace ketone level. The continuous glucose monitor displayed "high"; however, a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.